Event description:
The customer reported the system will not produce an image when using the foot switch or hand switch. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the image intensifier needs to be replaced. No parts available through ge. Customer must contract through 3rd party for repair. (B) (4)